Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the device was at end of service (eos) and the caller was dissatisfied with ins longevity. The caller stated they were told the ins would last 5 to 10 years. The caller stated the patient had a gradual return of parkinson's symptoms. The caller stated the patient's medication was "not doing it" to control the symptoms. No further complications were reported or anticipated.